Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt stopped feeling stimulation and was unable to increase amplitude past the perception level. X-rays did not reveal any anomalies; however, high impedance issues and invalid contacts were identified. Surgical intervention will be undertaken at a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.